Event description:
Procedure type: hysterectomy. According to the reporter: a piece of endo paddle retractor detached inside the blue webbing. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).